Manufacturer narrative:
The information that provided with the initial report was missing. The reason of missing information has been included with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the low blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had experience to hypoglycemia. Customer's blood glucose level was 43 mg/dl at the time of incident and other blood glucose level was 60 mg/dl, 64 mg/dl and recent was 83 mg/dl. Customer treated with food. Customer was disconnected the set during the rewind or prime sequence. The insulin pump will not be returned for analysis.